Event description:
Rn claims pt had a bad skin reaction on her upper arm where the large bp cuff had been placed. Claims the area was raised and red and appeared to be 'contact dermatitis.' Rn claims pt is allergic to latex and also has a history of asthma. Claims pt is on rx hypertension medication and prednisone for the asthma. Claims pt was administered as dose benadryl and sent home with hydrocortisone cream. Rn states pt received immediate relief and has not reported any ongoing symptoms within the last two weeks. Pt due back for routine monthly class and appointment in (B)(6) weeks.

Manufacturer narrative:
Rn claims she has provided over 100 omron units to program participants and this the 1st event of this nature she has experienced with an end-user client. The distributer is awaiting the base unit and component cuff from the health care professional for evaluation. An investigation of the event has been initiated. A follow-up report will be submitted to the FDA pending return of the unit and cuff for evaluation. On initial communication with MFR, the MFR indicated the cuff is latex free.